Event description:
Bilateral breasts capsular contracture with left side greater than right side. Bilateral unsatisfactory cosmetic appearance of breasts with both breasts firmer than she would like and a personal desire to be smaller.